Manufacturer narrative:
Technician found that the head of the bed was not going up, no manual functions. Replaced the manifold to resolve this issue. Bed was located in ICU.

Event description:
Complaint alleged that the head of bed was not going up.